Manufacturer narrative:
The event date was not provided by the customer. UDI: (B)(4) the pipeline flex has been returned and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the pipeline flex had resistance in the distal section of the marksman. The push wire would not move. In addition, the distal section of the device did not open at deployment. The pipeline flex was removed with the catheter. The procedure was ultimately completed using another manufacturer's stent. Angiographic result post-procedure was acceptable. There was no report of patient injury as a result of this event. All devices were prepared as per IFU.

Manufacturer narrative:
Based on new information, this event is no longer reportable. Mdrs related to this event: 2029214-2016-00073, 2029214-2016-00074, 2029214-2016-00075.

Event description:
Medtronic received additional event information: the patient's anatomy was severely tortuous. The pipeline flex reportedly deployed appropriately, but foreshortened. Due to foreshortening, the aneurysm neck was not appropriate covered. The pipeline flex was removed from the patient.